Event description:
On (B)(6), 2012 the patient had surgery for right gleno-humeral instability and the surgeon implanted three osteoraptor suture anchors. The patient reported to experience pain and instability for a few months post-op. On (B)(6), 2013 revision surgery was completed due to glenoid bone erosion near the suture anchors.

Manufacturer narrative:
No product is being returned for analysis. (B)(4).